Manufacturer narrative:
Additional information was received that the location of the discomfort was at the patient's ipg and lead site. Patient underwent an explant procedure. Device malfunction was suspected.

Event description:
A report was received that the patient was experiencing severe shocking sensations throughout the body when device was used. It was also reported that the patient was having discomfort at the implant site. The patient will undergo an explant procedure.

Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-8216-50 serial #: (B)(4) description: artisan surgical lead, 50 cm.

Event description:
A report was received that the patient was experiencing severe shocking sensations throughout the body when device was used. It was also reported that the patient was having discomfort at the implant site. The patient will undergo an explant procedure.

Manufacturer narrative:
Sc-1132/(B)(4): device evaluation indicated that the ipg passed all tests performed. The device exhibited normal characteristics. The complaint of a shocking sensation and discomfort at the implant site was not verified. The ipg was tested with the associated paddle lead and impedance measurements were within the expected range. Stimulation monitoring verified amplitude, pulse width, and frequency were in the expected range for all electrodes. Current leakage test verified no leakage of current through the case into saline solution. Residual gas analysis verified the case was not compromised. Sc-8216-50/(B)(4): device evaluation indicated that the lead passed all tests performed. The device exhibited normal characteristics. The complaint in regard to the shocking sensation was not verified. Visual inspection revealed that paddle was slightly slashed and the electrode # 8 is partially dislodged. Despite of the damages, the paddle lead is still functional and the impedance measurements were within the expected range. In addition, the backside of paddle had remnants of what appears to be dry body 'tissue which was stuck to the paddle. X-ray inspections revealed no anomalies. No exposed cables. Sc-8216-50/(B)(4): a review of the manufacturing documentation for the lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the device(s) was found to be satisfactory.

Event description:
A report was received that the patient was experiencing severe shocking sensations throughout the body when device was used. It was also reported that the patient was having discomfort at the implant site. The patient will undergo an explant procedure.